Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pelvic pain ('pelvic pains'), device expulsion ('migration of essure device location of device: uterus / migration of essure device location of device: to ovary, punctured fallopian tube'), genital haemorrhage ('abnormal bleeding (general)') and autoimmune disorder ('autoimmune disorder type of disorder: autoimmune deficiency') in a 28-year-old female patient who had essure (batch no. 12429135, 12420991) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "tube spazed when right one was being placed". The patient's concurrent conditions included back pain, mood swings, kidney stones, prediabetes, difficulty sleeping, urinary tract discomfort, strain, weakness, gait disturbance, numbness, hand pain, joint pain, joint swelling, pain in arm, night sweats, flank pain, vomiting and pain in elbow. Concomitant products included acetylsalicylic acid (aspirin), caffeine, ciprofloxacin betain (cipro), hydrocodone bitartrate;paracetamol (vicodin), intrauterine contraceptive device (iud nos) since april 2018, isopropanol (isopropyl alcohol) and lipid modifying agents since 2017. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, the patient experienced menorrhagia ("increased bleeding during menstruation / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced autoimmune disorder (seriousness criterion medically significant), pruritus ("rashes or skin conditions type: itching") and dry skin ("rashes or skin conditions type: dry skin around nose and mouth"). On (B)(6) 2010, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rash"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge") and arthralgia ("other injury(ies) or complication please describe: joint pain"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems") and dysgeusia ("other injury(ies) or complication please describe: metallic taste in mouth"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced menopausal symptoms ("hormonal changes describe: similar to menopause symptoms"). In (B)(6) 2014, the patient was found to have heart rate irregular ("blood or heart disorder/condition - type: irregular heartbeat") and experienced palpitations ("blood or heart disorder/condition - type: palpations"). In (B)(6) 2014, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced muscle spasms ("neurological conditions or problems type: spasms"). On (B)(6) 2017, the patient experienced vision blurred ("vision/eye problems: blurred vision"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), allergy to metals ("nickel allergy"), blister ("allergic or hypersensitivity reaction type: blisters"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain"). The patient was treated with antibiotics, ascorbic acid, diclofenac diethylamine (anti inflammatory), ibuprofen, iron and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device expulsion, genital haemorrhage, autoimmune disorder, menopausal symptoms, vaginal haemorrhage, dermatitis allergic, urinary tract disorder, bladder disorder, heart rate irregular, palpitations, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, urinary tract infection, vulvovaginal mycotic infection, migraine, headache, nausea, muscle spasms, allergy to metals, pruritus, vaginal discharge, vision blurred, arthralgia, dysgeusia, blister, dry skin, alopecia and abdominal pain lower outcome was unknown and the pelvic pain and menorrhagia had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, autoimmune disorder, bladder disorder, blister, dermatitis allergic, device breakage, device expulsion, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heart rate irregular, menopausal symptoms, menorrhagia, migraine, muscle spasms, nausea, palpitations, pelvic pain, pruritus, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and vulvovaginal mycotic infection to be related to essure. The reporter commented: events started out minor and gradually increased in intensity. Discrepancy in date of insertion (B)(6) 2011 and (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2010: total bilateral occlusion. Lot number: 12420991 manufacture date: 2009-11 expiration date: 2012-07 . Lot number: 12429135 manufacture date: 2010-01 expiration date: 2012-10 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received - event "abnormal bleeding (general)", essure removal date added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("pelvic pains"), device expulsion ("migration of essure device location of device: uterus / migration of essure device location of device: to ovary, punctured fallopian tube") and autoimmune disorder ("autoimmune disorder type of disorder: autoimmune deficiency") in a 28-year-old female patient who had essure (batch no. 12429135, 12420991) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "tube spazed when right one was being placed". Medical conditions: hysterosalpingogram test performed after insertion - unspecified date or result. Concomitant products included intrauterine contraceptive device (iud nos) since (B)(6) 2018 and lipid modifying agents since 2017. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, the patient experienced menorrhagia ("increased bleeding during menstruation / abnormal bleeding (menorrhagia)") and vaginal hemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced autoimmune disorder (seriousness criterion medically significant), pruritus ("rashes or skin conditions type: itching") and dry skin ("rashes or skin conditions type: dry skin around nose and mouth"). On (B)(6) 2010, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rash"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge") and arthralgia ("other injury(ies) or complication please describe: joint pain"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems") and dysgeusia ("other injury(ies) or complication please describe: metallic taste in mouth"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced menopausal symptoms ("hormonal changes describe: similar to menopause symptoms"). In (B)(6) 2014, the patient was found to have heart rate irregular ("blood or heart disorder/condition - type: irregular heartbeat") and experienced palpitations ("blood or heart disorder/condition - type: palpations"). In april 2014, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced muscle spasms ("neurological conditions or problems type: spasms"). On (B)(6) 2017, the patient experienced vision blurred ("vision/eye problems: blurred vision"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), allergy to metals ("nickel allergy"), blister ("allergic or hypersensitivity reaction type: blisters"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain"). The patient was treated with antibiotics, ascorbic acid, diclofenac diethylamine (anti inflammatory), ibuprofen, iron and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed. At the time of the report, the device breakage, device expulsion, autoimmune disorder, menopausal symptoms, vaginal haemorrhage, dermatitis allergic, urinary tract disorder, bladder disorder, heart rate irregular, palpitations, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, urinary tract infection, vulvovaginal mycotic infection, migraine, headache, nausea, muscle spasms, allergy to metals, pruritus, vaginal discharge, vision blurred, arthralgia, dysgeusia, blister, dry skin, alopecia and abdominal pain lower outcome was unknown and the pelvic pain and menorrhagia had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, autoimmune disorder, bladder disorder, blister, dermatitis allergic, device breakage, device expulsion, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, heart rate irregular, menopausal symptoms, menorrhagia, migraine, muscle spasms, nausea, palpitations, pelvic pain, pruritus, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal hemorrhage, vision blurred and vulvovaginal mycotic infection to be related to essure. The reporter commented: events started out minor and gradually increased in intensity. Discrepancy in date of insertion (B)(6) 2011 and (B)(6) 2010 . Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in september 2010: total bilateral occlusion. Lot number: 12420991 manufacture date: 2009-11 expiration date: 2012-07. Lot number: 12429135 manufacture date: 2010-01 expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains"), device breakage ("device breakage"), device expulsion ("migration of essure device location of device: uterus / migration of essure device location of device: to ovary, punctured fallopian tube") and autoimmune disorder ("autoimmune disorder type of disorder: autoimmune deficiency") in a (B)(6) female patient who had essure (batch no. 12429135, 12420991) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "tube spazed when right one was being placed". Concomitant products included cholesterol since 2017 and intrauterine contraceptive device (iud nos) since (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, the patient experienced menorrhagia ("increased bleeding during menstruation / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced autoimmune disorder (seriousness criterion medically significant), pruritus ("rashes or skin conditions type: itching") and dry skin ("rashes or skin conditions type: dry skin around nose and mouth"). On (B)(6) 2010, the patient experienced rash ("allergic or hypersensitivity reaction type: rash"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge") and arthralgia ("other injury(ies) or complication please describe: joint pain"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems") and dysgeusia ("other injury(ies) or complication please describe: metallic taste in mouth"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced menopausal symptoms ("hormonal changes describe: similar to menopause symptoms"). In (B)(6) 2014, the patient was found to have heart rate irregular ("blood or heart disorder/condition - type: irregular heartbeat") and experienced palpitations ("blood or heart disorder/condition - type: palpations"). In (B)(6) 2014, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced muscle spasms ("neurological conditions or problems type: spasms"). On (B)(6) 2017, the patient experienced vision blurred ("vision/eye problems: blurred vision"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), allergy to metals ("nickel allergy"), blister ("allergic or hypersensitivity reaction type: blisters"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain"). The patient was treated with antibiotics, ascorbic acid, diclofenac diethylamine (anti inflammatory), ibuprofen, iron and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed. At the time of the report, the pelvic pain and menorrhagia had not resolved and the device breakage, device expulsion, autoimmune disorder, menopausal symptoms, vaginal haemorrhage, rash, urinary tract disorder, bladder disorder, heart rate irregular, palpitations, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, urinary tract infection, vulvovaginal mycotic infection, migraine, headache, nausea, muscle spasms, allergy to metals, pruritus, vaginal discharge, vision blurred, arthralgia, dysgeusia, blister, dry skin, alopecia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, autoimmune disorder, bladder disorder, blister, device breakage, device expulsion, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, heart rate irregular, menopausal symptoms, menorrhagia, migraine, muscle spasms, nausea, palpitations, pelvic pain, pruritus, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and vulvovaginal mycotic infection to be related to essure. The reporter commented: events started out minor and gradually increased in intensity. Discrepancy in date of insertion (B)(6) 2011 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2010: total bilateral occlusion. Diagnostic results: hysterosalpingogram test performed after insertion - unspecified date or result. Most recent follow-up information incorporated above includes: on 15-jan-2019: plaintiff fact sheet received. Lot number added. Events added from pfs- hormonal changes describe: similar to menopause symptoms, abnormal bleeding (vaginal), allergic or hypersensitivity reaction type: blisters and rash, autoimmune disorder type of disorder: autoimmune deficiency, bladder or urinary problems or changes, blood or heart disorder/condition - type: irregular heartbeat, palpations dental problems, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, infection (bladder/ urinary tract/vaginal) type: uti and yeast infection, migraines / headaches, migration of essure device location of device: uterus / migration of essure device location of device: to ovary, punctured fallopian tube, nausea, neurological conditions or problems type: spasms, nickel allergy, rashes or skin conditions type: dry skin, vaginal discharge, vision/eye problems: blurred vision, other injury(ies) or complication please describe: joint pain/ metallic taste in mouth, hair loss, lower abdominal pain, tube spazed when right one was being placed. Patient information, lab data, treatment and concomitant drug were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.